Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Three sensors were returned for evaluation; however it cannot be determined which is the device at fault. A visual inspection was performed on sensor (serial# (B)(4)/ lot# 5211761) and found that the wire is missing from the sensor pod and housing puck. The customer's complaint of a missing/detached sensor wire was confirmed. A root cause could not be determined. A visual inspection was performed on sensor (serial# (B)(4)/ lot# 5211761) and found that the wire is missing from the sensor pod and housing puck. The customer's complaint of a missing/detached sensor wire was confirmed. A root cause could not be determined. A visual inspection was performed on sensor (serial# (B)(4)/ lot# 5211761) and found that the wire is missing from the sensor pod and housing puck. The customer's complaint of a missing/detached sensor wire was confirmed. A root cause could not be determined.